Manufacturer narrative:
Serial number not confirmed. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that all mx40 telemetry had gone down at the site. The telemetry system was in use for monitoring multiple patients. No adverse event involving patient or user was reported.